Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported insulin leakage at the infusion set connector when she delivers a bolus of over 5, i.e., mother then reported that it occurs when she delivers a bolus of over 10 i.e. Blood glucose elevated as high as 400 mg/dl as a result. Pt was able to self-treat her hyperglycemia. Product was requested for eval. The pt did not require assistance from a health care professional or second party to address the issue. Add'l details were not provided.